Event description:
On (B)(6) 2006 an apogee graft was implanted. It was reported that on (B)(6) 2010 exposed apogee graft was seen near the posterior incision. The mesh was trimmed and treated with silver nitrate. The event is reported as resolved.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.